Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) analysis could not confirm the reported event. All continuity tests were ok. No physical damage was found that would cause loss of stimulation. Depressions in the insulation, from being pinched, were found in three locations. Tape residue was also noted several inches from the connector.

Event description:
It was reported there was a loss of stimulation due to a problem with the epg (external pulse generator) stimulation cable. Cardiac arrest was reported. After the cable was changed, the patient was "stimulated," and the patient was fine. It was noted that it may be a connection problem. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number, the manufacturing date cannot be determined. Analysis of the cable is in process; the results will be forwarded when available.

Event description:
It was reported there was a "loss of stimulation" due to a problem with the epg stimulation cable. Cardiac arrest reported. After the cable was changed, the patient was "stimulated" and the patient was fine. It was further reported that it may be a connection problem. No further patient complications were reported as a result of this event.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number, the manufacturing date cannot be determined.

Event description:
It was reported there was a loss of stimulation due to a problem with the epg stimulation cable. Cardiac arrest reported. After the cable was changed, the patient was "stimulated" and the patient was fine. It was further reported that it may be a connection problem. No further patient complications were reported as a result of this event.